Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to 22 mmol/l (396 mg/dl) while wearing the pod. The patient reported being unsure if the cannula was properly seated in the infusion site. The patient noted when the cannula was inserted, she did not feel much pain, so she suspects that the cannula may not have been fully inserted. Additionally, it was reported when the patient removed the pod, she noticed small air bubbles in the cannula, some swelling at the pod site, and possible minor insulin leakage. As treatment, a new pod was placed.